Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the battery compartment was cracked with corrosion observed inside. The leak test was performed and failed due to a battery compartment leak. The pump was opened and no further evidence of moisture was found internally. Unrelated to the original complaint, the display was dim and discolored.